Manufacturer narrative:
The following fields have been updated with corrected information: d.4. Medical device serial #: (B)(6). D.4. Unique identifier (UDI) #:(B)(4). H.4. Device manufacture date: 12-may-2023. H.6 imdrf annex b: b21. H.6 imdrf annex c: c21. H.6 imdrf annex d: d16.

Event description:
It was reported that while using bd lyse wash assistant experiences carryover issues. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: "we generally observe that cells are occasionally carried over into the lwas."

Manufacturer narrative:
Based on the investigation results, the reported issue of carryover due to sample splatter on the carousel rack was not confirmed. The potential cause could not be determined. The fse performed a series of tests on the instrument and could not reproduce the error or confirm the carryover issue, and the instrument was returned to operational status. This issue did not impact patient diagnosis or treatment and no user or patient was harmed or injured. The complaint sample was not requested to be returned because no parts were replaced. Review of the DHR confirmed that the instrument met all the manufacturing specifications prior to release.

Event description:
It was reported that while using bd lyse wash assistant experiences carryover issues. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: "we generally observe that cells are occasionally carried over into the lwas."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). PMA / 510(k)#: this device is currently listed as exempt for 510k. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd lyse wash assistant experiences carryover issues. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: "we generally observe that cells are occasionally carried over into the lwas."